Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, a normal interrogation was observed. But when the patient stood up, the inductive wand slipped and noise was observed. Upon review, it was determined that the issue was with telemetry rather than the device. The situation resolved itself without any adverse events and the device remains implanted. The patient will continue to be monitored.